Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
An adverse event was reported for (B)(6) in the (B)(6) study at (B)(6). The (B)(4) report provided to the crm during monitoring showed that the pt experienced pain on (B)(6) 2009. The event was resolved with treatment same day.